Event description:
It was reported that the customer had high blood glucose levels of 9.5 mmol/l. It was reported that the batteries on the insulin pump would not last long. The customer reported receiving a weak battery alarm from the insulin pump. The customer also reported receiving a low battery alarm from the insulin pump. The customer reported using new batteries from a new pack but was still experiencing low battery life. The customer reported that they do not perform excessive button pressing. The customer reported that the backlight was not used frequently. The customer also reported that there have not been any unattended alarms. The customer was advised that a new battery cap for the insulin pump would be shipped. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)